Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient went into the hospital (B)(6) 2018 because of weakness in his legs, he was unable to stand up when he got out of bed and he called an ambulance. The rep reported that a CT scan was done in the hospital but no MRI. The rep reported that the patient stated he was given a bunch of dilaudid. The rep reported that the patient said before all of this, the stimulation was helping and that he was able to walk further and then said he felt stimulation where is was supposed to be, but he didn¿t think it was really helping him. The pain seemed to be changing and after the hospital it was mostly on the left side. The rep reported that they left him with high density programs like his trial. An MRI was ordered by that patient¿s pain healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient stated the MRI didn¿t show anything. The patient had an injection in his hip. The rep reported that stimulation was really helping the patient¿s leg. The rep reported that the patient wanted one spot in his left low back that the stimulation wasn¿t touching. The patient was currently running new high-density programs to see if any of those also help that one spot in his left low back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had an MRI on 6/4/18. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was in the hospital due to increased pain. The stimulator had not been helping him. Reprogramming was to be scheduled once patient was out of the hospital. The hcp had no further information. No further complications were reported/anticipated.